Event description:
The reporter stated, that the surgeon was inserting a three piece silicone lens model aq2003v and the haptic tore off and stayed in the injector. The surgeon removed the lens without enlarging the incision and attempted to insert another same model lens and same thing occurred. A third same model lens was successfully inserted in pt's eye. No pt injury. This is one of two incidents that occurred on this pt. See MFR report number 2023826-2007-01035 for the other incident.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows one haptic is torn off and is bent. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.